Event description:
Patient presented with shortness of breath and fatigue. The patient was in stable condition at the end of the procedure and was discharged on pod# 1.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Thrombosis is a well-recognized complication of prosthetic devices. Device thrombosis is the formation of blood clots forming on the device/graft. These clots could significantly impact the function of the valve resulting in harm. There may be cases of incidental finding by imaging (echocardiography and/or CT scan) of subclinical leaflet thrombosis (halt) where the patient will benefit from a close follow-up and may be treated with oral anticoagulant. The most likely cause is patient factors.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information are in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 31mm 7300tfx valve underwent a valve-in-valve procedure after an implant duration of two years, seven months, due to mitral stenosis, mitral regurgitation, and hypoattenuated leaflet thickening (halt). The patient was diagnosed with halt and placed on coumadin starting (B)(6) 2023 (implant duration of two years, three months) without resolution of the halt. A 9755rsl29a transcatheter valve was successfully implanted within the surgical prosthesis. The patient was transferred back to previous room at the end of the procedure.